Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed a manual prime test per (B)(4). A new lab reservoir was used along with a 5 xx insulin pump. The prime process was run at 55 units and the infusion set failed per specifications. The infusion set was found occluded at the tubing quick release connection septum side. (B)(4).

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 163 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer advised the rubber septum appeared flat and flush. Customer was advised to replace the plunger and manually push plunger in order to verify that insulin exited the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.